Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31560. It was reported the patient is not experiencing effective therapy with the spinal cord stimulation (scs) system. Patient is also dissatisfied with the feeling of stimulation. Scs has been reprogrammed multiple times, however the issue persists. System is slated to be explanted at a later date.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the entire scs system was explanted. No new products were implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.